Manufacturer narrative:
Concomitant products: baxter, 1000ml sodium chloride (B)(4) infusion bag, lot 14j27e60, exp 09/2017 labeled as etoposide 206mg in ns 1000ml; therapy date (B)(6) 2015. Baxter, 250ml (B)(4) sodium chloride injection usp infusion bag, lot c983056, exp 12/16; therapy date 07/30/15. The customer¿s report of a leak was not confirmed. Visual inspection observed no obvious damages or any issues. Functional and pressure testing was performed; no leaks or any issues were observed. The root cause of the reported leak was not identified.

Manufacturer narrative:
Concomitant products: non cfn connector spike and spinning spiros closed male luer, MFR/model/lot unk; baxter IV bag, lot/exp unk; therapy date: (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak between a texium infusion set and a smartsite primary set. This leak occurred during an infusion of etoposide 206 mg. In 1000ml. And is estimated to have been approximately 200ml. The pharmacist estimated a catch-up dose to complete the infusion. There was no pump alarm and no harm to the patient or providers.